Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse®. After the treatment with radiesse®, the patient experienced a vascular occlusion. The reporter requested assistance as soon as possible. The outcome of the event was unknown. Follow-up information was received on 18-feb-2021: the patients initials, date of birth and gender were provided. The patient was female, and she was (B)(6) years old at the time of the event (weight (B)(6) kg). She was injected with a total of 2.9 ml of radiesse®, into the zygomas, gonial angle and chin, on (B)(6) 2021. As reported, radiesse® was injected with 0.2 ml aliquots into two injection points on the bilateral zygomas, 0.1 ml into three injection points bilaterally on the gonial angle and 0.1 - 0.15 ml aliquots into the chin, totaling to 1.5 ml. The patients medical history included a hypothyroid and a bactrim allergy. Concomitant medication included synthroid. Further concomitant medications were reported as none. Past medication included bactrim. On (B)(6) 2021, after the treatment with radiesse®, the patient experienced swelling and tenderness. As reported, swelling and tenderness resolved on (B)(6) 2021. On (B)(6) 2021, 3 days after the treatment with radiesse®, the patient experienced mottling. The patient was diagnosed with an occlusion of a possible facial artery. On (B)(6) 2021, as corrective treatment, the patient was given 7 vials of 1200 units of hylenex and one round of nitropaste, to the left face. The patient was given 325 mg of acetylsalicylic acid daily (reported as asa), 100 mg of oral viagra, twice a day, a prednisone medrol dose pack (as reported, then 10 mg for 5 days), 100 mg of oral doxycycline, twice a day x 7 days, and pentoxifylline for 7 days. From (B)(6) 2021 the patient received hyperbaric treatments, 2 hour dives, with 20 hours total. On (B)(6) 2021, the patient was seen by a vascular surgeon. The patient improved. Some mottling was present but there was vascular blood flow to the facial tissue. No relevant laboratory tests were performed. Due to the provided information, the outcome of the event was considered as and changed from unknown to resolving. In the opinion of the reporter, treatment was necessary to prevent permanent damage, the event was not permanent and was related to radiesse®. As reported, due to the composition of radiesse®, it had the possibility to be completely dissolved and for blood flow to return quicker, possibly eliminating the need for 10 hyperbaric treatments, with the possibility of more.